Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) patient receiving intrathecal morphine (concentration and dose asked; and unknown) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and lumbar radiculopathy. The concomitant medications and patient history were not reported. The inquiry was for physician listings to locate a new health care provider (hcp), as she was told the pump needed to be replaced in 6-7 months due to longevity. It was noted that the patient had cages in her lumbar and sacral area. The patient stated her pump was surgically repositioned/relocated because it was flipping due to losing a lot of weight in 2011. The patient started to lose weight after the implant due to increased activity. If the patient had found a new managing physician and if the end of service procedure had been scheduled or planned remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Event description:
Additional information received from the patient reported that the patient was still looking for a new managing health care provider (hcp). The pump had been surgically re-positioned from the lower back to right abdomen. The pump needed to be replaced this year (2016) due to longevity. The patient still wanted to find a new hcp to manage the pump, but was afraid to risk loosing her current provider if he found out she was seeking a second opinion, or risk loosing her pain pump and new quality of life.